Event description:
Caller reported a malfunction on pump. There was no reported adverse impact to customer's blood glucose level. Technical support provided information to reset pump and assisted caller with the process. Malfunction did not recur after resetting, and customer was advised to call back if issue reappeared, which caller understood.